Manufacturer narrative:
This is a product problem not an adverse event. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic torn/broken/bent/deformed. Work order search: no similar complaint was reported for units within the same lot. (B)46)

Event description:
The reporter indicated that the surgeon tried to implant a 13.2mm vticmo13.2 -12.5/1.5/082 diopter implantable collamer lens. The lens tore/broke before injection into the eye. Lens was not implanted. No patient injury reported.